Event description:
It was reported that the customer experienced a blood glucose (bg) level of 44 mg/dl. Reportedly, the customer alleged the pump software did not accurately adjust the amount of insulin delivered resulting in the low bg. Customer consumed glucose tablets to address bg level. Tandem technical support (cts) performed a system check and performed a review of the pump data to determine a possible cause. Cts determined that the pump functioned as intended. During the review of the pump logs, customer's basal rate was set to 10 units per hour which could have contributed to the low bg; however, the customer did not acknowledge and maintained allegation. Reportedly, the customer continued to use the pump for insulin therapy.